Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins, pkd allegedly overheated during use. No injury reported.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding medical device problem code 1248. This is a follow up report to add this additional code. Return qty. 1, (B)(4), 30k fsi-sli-10s fg-jk, 00062970 bul per manufacture date. Test method / gp005-wi02 inductance: gauge ID# (B)(4) due: (B)(6) 2026 result 2.97. Meets spec does not meet spec n/a . Tip condition: - meets spec does not meet spec n/a. Stack condition meets spec does not meet spec n/a. Tested on: g130 gage ID# (B)(4) due date: (B)(6) 2025 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec ¿ n/a spray: - meets spec does not meet spec n/a. Water leak: hp sealing ring proximal ring distal ring. Seam leak n/a. Vibration: - meets spec does not meet spec n/a. Grip condition: meet does not meet spec n/a. Other visual observation: insert has low water flow. Insert was tested on a digital thermometer i.d.# (B)(4). Due date: (B)(6) 2025. The temperature was 94.6 °f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per pds ¿ 8016 (rev.9). Alleged event: confirmed not confirmed.